Event description:
It was reported that there was far-field oversensing of the ventricular signal by the right atrial (ra) lead of this pacemaker system. Technical services (ts) recommended programming options as troubleshooting. It was also noted that the auto-scaling of the electrogram (egm) was making it difficult for the health care professional (hcp) to decipher. No adverse patient effects were reported. Currently, this pacemaker system remains in service.